Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 27.4 mmol/l (493 mg/dl), while wearing the pod between 49 and 71 hours. The pod reportedly tore away from the adhesive backing, causing the cannula to dislodge from the infusion site (leg). As treatment, the lg administered 2 units of insulin via manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No evidence of the adhesive pad becoming detached or separated from the pod was observed. Inspection of the adhesive pad and the adhesive welds found no damages or deficiencies that would result in the adhesive pad becoming separated from the device.